Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation of the device it was noted that the implantable cardioverter defibrillator (ICD) was in back-up vvi mode. The device was reprogrammed. The patient was in stable condition.